Event description:
The customer reported to olympus, the connecting tube connector pin broke. The issue was found during reprocessing. There were no reports of patient harm. This medical device report (MDR) is related to the following patient identifiers: (B)(6) (model number : maj-2111); (B)(6) (model number : maj-2110); (B)(6) (model number : maj-2112).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. A review of the device history record could not be performed as the serial/lot number was not provided. In addition, the manufacture date could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: external stress was applied to lock lever of connecting tube, which broke the lever and the tube was unable to be connected. As a cause of external stress above, the user may have applied force toward incorrect direction. However, a definitive root cause cannot be determined. This issue is addressed in the instructions for use (IFU): "preparation and inspection: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor the field performance of this device.